Event description:
The user bought two kits and the first time the user try one then get an error message saying that the test decide, which the user just opened, is not valid. If the kit is only stable for one hour, the user wants get an explanation on the qr code on device isn't working. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.